Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had his pocket revised on (B)(6) 2016 to get better coupling and it was successful.

Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 37751, serial # (B)(4), product type recharger; product ID 37761, serial # unknown, product type recharger.

Event description:
The patient and a manufacturer representative reported that they had trouble maintaining their recharging antenna over their implantable neurostimulator (ins). They could have all 8 coupling boxes filled in and then without moving the coupling would drop to 6 and then to 2 and then to nothing. The patient had worked with manufacturer representatives in office and they were able to get coupling but the minute they got home they would have coupling issues again. These issues started 3 days after implant. It was noted that the patient's recharger antenna was damaged so they were sent a replacement antenna. Additional information received indicated there were was something wrong with their recharger and the patient had not been able to charge their ins. The replacement recharger antenna did not resolve the issues. They were also having trouble charging their recharger. Both the recharger and desktop charger were replaced. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that they had trouble maintaining their recharging antenna over their implantable neurostimulator (ins). They could have all 8 coupling boxes filled in and then without moving the coupling would drop to 6 and then to 2 and then to nothing. The patient had worked with manufacturer representatives in office and they were able to get coupling but the minute they got home they would have coupling issues again. These issues started 3 days after implant. It was noted that the patient¿s recharger antenna was damaged so they were sent a replacement antenna. Additional information received indicated there were was something wrong with their recharger and the patient had not been able to charge their ins. The replacement recharger antenna did not resolve the issues. They were also having trouble charging their recharger. Both the recharger and desktop charger were replaced. There were no patient symptoms reported. Additional information received from the rep on june-27- 2016 reported that the ins appeared to be tilted. Antenna locate feature was to be attempted with the patient to find a position that would work for the patient to maintain coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.